Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: dr.(B)(6) inserted stent into the cbd. However, the stricture was so tight and the stent was kinked. So he used sbdc-7 to dilate, and inserted another clso-7. Patient outcome: did any section of the device remain inside the patient body? No did the patient require any additional procedures due to this occurrence? No did the product cause or contribute to the need for additional procedure(s)? No were there any adverse effects on the patient due to this occurrence? No did the product cause or contribute to the adverse effect(s)? No patient/event info - notes: 1. Please indicate where the device was stored prior to use. Plastic stent storage cabinet 2. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* boston jag wire, 0.035", 450cm 3. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. Dr.you did sphincterotomy using the medwork sphincterotome. 4. Was the wire guide inspected for damage prior to use?* no 5. Was the device at the centre of the complaint inspected for damage prior to use? No 6. Did the patient involved exhibit altered anatomy or tortuous anatomy? No 7. If not with the device in question, how was the procedure finished?* dr. You used sbdc-7 to dilate, and inserted another clso-7-9 for complaints occurring during use (once in contact with endoscope) also ask: 1. Had a sphincterotomy been performed prior to this occurrence? Yes 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olumpus tjf-260v 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? N/a 4. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Cbd 5. Was resistance encountered when advancing the wire guide to the target location?* a little 6. Was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. No 7. Was resistance encountered when advancing the introduction system in place to the target location?* a little 8. Was resistance encountered when advancing the stent through the obstructed area?* n/a (mark n/a if device was not used on any patient) after placement, was stent position verified? If yes, please describe how. N/a 9. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. N/a 10. Did any section of the device detach inside the endoscope or patient? No 11. If the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). No 12. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Olympus tjf-260v, medwork sphincterotome, boston jag wire, cook pc-7 13. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. If so please indicate the modifications and why they were necessary. No.

Manufacturer narrative:
Device evaluation: the device evaluation of the clso-7-9 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and/label: it should be noted that the instructions for use (ifu0045) states the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. As indicated in the patient/event notes, the user did not inspect the device or wire guide prior to use. As per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the device was not returned for evaluation. However, based on the additional information, resistance was encountered during the advancement of the wire guide and the introduction system to the target location. This may have led the user to apply excessive force, potentially resulting in the kinking of the stent. Summary: the complaint is confirmed based on customer/or rep testimony. According to the initial reporter, no adverse effects to the patient were noted in the study. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause could not be determined as the device was not returned for evaluation. However, based on the additional information, resistance was encountered during the advancement of the wire guide and the introduction system to the target location. This may have led the user to apply excessive force, potentially resulting in the kinking of the stent.

Event description:
A supplemental report is being submitted due to completion of the investigation on 13-aug-2025.